Event description:
It was reported that the patient underwent neck surgery on (B)(6) 2009, and an unspecified surgery on (B)(6) 2011 using rhbmp-2/acs. Postop, the patient reportedly experienced nerve damage, severe back pain, can only urinate with a catheter, has balance problems, uses a walking cane, can't have intercourse, and has difficulty swallowing.

Event description:
It was reported that on (B)(6) 2009 the patient presented progressive kyphosis and progressive sagittal imbalance with the preoperative diagnosis of status post 8 failed lumbar surgeries; non-union t9 to t10, t10-t11, t11-t12 and potentially t12-l1 and l1-l2. The patient underwent surgery which consisted of removal of globus instrumentation t9 to l3, multiple pedicle screws, and 2 rods; application of halo; posterolateral spinal fusion t11 to l3; repair of nonunion t9 to l2; posterior segmental spinal instrumentation t3 tol3; and use of 40 ml local bone graft, 50 cc fresh frozen femoral head, and 250 mg bmp on 125 ml crm sponges. Per the operative report "... Preserved the spinous process of t3. Took the rest. Decorticated with leksell, osteotome and mallet and then am8 burr. Went through 2 burrs. Then placed bone graft potion which was 40ml local bone graft, 50cc fresh frozen femoral bone head and 250 mg bmp, 125 ml crm sponges...." It should be noted that the original t9 screws were totally loose and could be lifted out with pickups. That there was a "tremendous amount of scar off the spine from t9 to l2. That there were definitely non-unions with gross motion at t9-t10, t10-t11, and t11 to t12. There was an arch at l1. That there was difficulty maintaining the motor potentials throughout. Also, "this was a revision surgery complicated by 8 prior surgeries and to some extent the patient's size. The exposure of the spine and fusion took twice as long as ordinary because of the substantial amount of time taken to dissect scar of the spine form t9 to l2. In addition to dissecting scar, "we found a substantial amount of unincorporated mastergraft, meaning sponge impregnated with calcium phosphate. We are assuming it was mastergraft. There were also problems with the patient's heart rate. Several times during the case he became very bradycardia." On (B)(6) 2009 the patient was discharged from hospital on (B)(6) 2010 the patient complained of back pain. On (B)(6) 2009 the patient presented urinary issues and underwent a uroflow with emg. On (B)(6) 2011 the patient presented with urinary frequency issues in a follow-up after urod (B)(6) 2011 which showed poorly contractile bladder with some loss of compliance. The patient received a catheter. On (B)(6) 2011 the patient presented with gross hematuria blood in urine; inability to urinate on own; and underwent a cystoscope procedure. On (B)(6) 2011 the patient presented with acquired deformity of the spine, one episode of traumatic cic and underwent a cystoscope procedure which showed the previous gross hematuria was resolved. On (B)(6) 2011 the patient presented with the preoperative diagnosis of transition syndrome at c6-c7; status post anterior cervical disk fusion at c4-c5 and c5-c6 performed in the remote past; cervical spondylotic myeloradiculopathy. The patient underwent surgery which consisted of exploration of anterior cervical fusion from c4 to c6 with confirmation of solid fusion; anterior cervical discectomy and fusion at c6-c7; anterior cervical plating from c6-c7; placement of intervertebral structural allograft at c6-c7; and augmentation of anterior cervical fusion with morselized local bone graft with rhbmp-2 (1mg). Per the operative report "... We lightly decorticated the inferior endplate of c6 and superior end plate of c7....the graft which measured 9x12x14 mm in size was then packed with morselized local bone graft and 1 mg rhbmp-2 on acs and was inserted into place..." It should be noted that it was thought that there was solid fusion at c4 to c6 and that the anterior cervical plate was left in as "it would have been difficult to remove the plate as the screws securing the plate to the bone were overgrown by bone and scar." On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented pain. On (B)(6) 2011 the patient complained of weakness in the legs which the patient felt was not there prior to the lumbar surgery; occasional jerking in the legs when sitting or lying down; constipation, and the that they had not had an erection in two years. The patient also had bilateral leg pain and into his feet which felt like a burning, numb feeling "like "someone pouting water in my leg". The also noted was the had to use a catheter order to urinate. The patient mentioned passing out in march. Per the doctor's assessment: "patient has unequivocal signs of thoracic myelopathy with sensory level to t4 and dysasthesia in chest and legs when skin around t4 on front and back are stoked. He also has spasticity and triple flexion responses. On (B)(6) 2011 the patient presented with pain. Mention of a MRI of the thoracic cord which was (B)(6). Mentioned that the patient could have dural venous fistula

Event description:
It was reported that on (B)(6) 2009 patient underwent fusion surgery due to the following pre-operative/ post-operative diagnoses: status post 8 prior failed lumbar surgeries; nonunions t9-10, t10-11, t11-12 and potentially t12-l1 and l1-l2; progressive proximal junctional kyphosis; progressive fixed saggital imbalance; status post laminectomies l1 to sacrum; status post fusion and instrumentation with titanium implants from t9 to the sacrum and ilium.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.